Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: no anomaly found.

Event description:
It was reported, the patient¿s lead and implantable neurostimulator (ins) were replaced due to ¿positional placement pain.¿

Manufacturer narrative:
Product ID 3889-28 lot# va0334l, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.